Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a left upper lobectomy, in the dissociated lung parenchyma, the device was able to fire, however there was poor staple formation. Some nails did not form into a b-shape. Another reload was used to complete the case while the same handle was used throughout the procedure. There was no patient harm.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition additionally, the investigation detected a secondary condition of loading unit pre-fired that has no relationship to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle has been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. If information is provided in the future, a supplemental report will be issued.